Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of caused linked to device but unable to trace more specifically was chosen as an image shows high impedance, which can explain the impedance issues and remote error messages, but cannot trace back the problem more specifically.

Event description:
It was reported that the patient experienced intermittent red light errors on the remote, indicating an issue with electrode function. Multiple reprogramming attempts were performed, and impedance checks were completed; however, the issue persisted. The patient continued to report recurring red light alerts despite troubleshooting. The lead was ultimately revised due to a positional lead issue. It was determined that positional open impedance was the cause of the issue, as the impedance would return whenever the patient moved a certain way. There were no patient complications and post procedure, symptoms had improved significantly.

Event description:
It was reported that the patient experienced intermittent red light errors on the remote, indicating an issue with electrode function. Multiple reprogramming attempts were performed, and impedance checks were completed; however, the issue persisted. The patient continued to report recurring red light alerts despite troubleshooting. The lead was ultimately revised due to a positional lead issue. It was determined that positional open impedance was the cause of the issue, as the impedance would return whenever the patient moved a certain way. There were no patient complications and post procedure, symptoms had improved significantly.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.